Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review could not be performed as the lot number was unknown. No device deficiencies were reported. No sample was returned for evaluation. Teleflex attempted to follow-up with the customer several times to obtain additional information on the event and provide assistance, education, and/or training. However, it is unknown whom the user was, at what point the io was placed in the patient, and other circumstances related to attempted infusion. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the patient complained of pain in the right knee where the io was placed. The patient had the io at 1000 and it was removed at 2300 and a piv was established. The patient was discharged from the hospital. On (B)(6) 2016 the patient returned with right knee pain and diagnosed with osteomyelitis and treated with antibiotics. On (B)(6) 2016 the patient was re-admitted with the same complaints as on (B)(6) 2016. IV antibiotics were given.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer alleges that the patient complained of pain in the right knee where the io was placed. The patient had the io at 1000 and it was removed at 2300 and a piv was established. The patient was discharged from the hospital. On (B)(6) 2016 the patient returned with right knee pain and diagnosed with osteomyelitis and treated with antibiotics. On (B)(6) 2016 the patient was re-admitted with the same complaints as on (B)(6) 2016. IV antibiotics were given.